Manufacturer narrative:
Additional information was received from reporter stating that the backup was used in the originally drilled bone hole, no bone holes were left void. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the footprint ultra pk suture anchor could not be implanted tightly. The procedure was completed with a smith and nephew back up device in the original bone hole with a delay of less than or equal to 30 min. No patient injury or other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the footprint ultra pk suture anchor could not be implanted tightly. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.